Event description:
The reporter stated that, the surgeon was inserting a aa4203tl toric single piece silicone lens into patient's eye, and the lens tore. The incision was enlarged to remove & replace the lens with another model lens, no suture required.